Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 3:00 am, the patient reported receiving a cgm low glucose alert of 70 mg/dl. The patient denied experiencing symptoms at that time and was unable to perform a fingerstick bg measurement because a meter was not available. In response to the alert, the patient consumed three glucose tablets, five tablespoons of greek yogurt, and six to seven dates before returning to sleep. At approximately 7:30 am, the patient reported receiving another low glucose alert but was unable to recall the displayed cgm value. No fingerstick bg measurement was obtained. Due to concern regarding the repeated low alerts, the patient contacted emergency medical services (ems). Upon arrival, ems performed a fingerstick bg measurement of 132 mg/dl, while the cgm reportedly displayed approximately 96 mg/dl. No medications or treatments were administered, and ems advised that transport to the emergency room was not necessary because the patient's glucose levels appeared stable. At approximately 9:30 am, the patient reported receiving another low glucose alert displaying 57 mg/dl. During this occurrence, the patient experienced nausea and profuse sweating and again contacted ems. Because the patient was unable to tolerate food, he self-administered a 1 mg dose of gvoke hypopen and an antacid for nausea. Following improvement of symptoms, the patient canceled the 911 call and walked approximately four blocks to a nearby hospital. Upon arrival at the hospital at approximately 9:45 am, a fingerstick bg measurement was reported as 224 mg/dl. The patient was unable to recall the corresponding cgm value but stated that the cgm continued to provide inaccurate readings. The patient reported that no diabetes-related medications or treatments were administered during the hospital visit. The patient remained under observation for approximately five hours due to elevated blood pressure and continued fluctuations in cgm readings. During the observation period, the patient reported cgm values ranging from approximately 65 mg/dl to 109 mg/dl, in addition to other fluctuations that could not be recalled. The patient was discharged after his condition stabilized. After returning home, the patient reported feeling well but continued to observe erratic and inaccurate cgm readings. The patient contacted technical support regarding calibration concerns and was advised to remove and replace the sensor due to the reported inaccuracy and variability of the readings. At the time of the report, the patient stated that he was "fine." Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.